Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical assistance for hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports upon removal of the pod from the infusion site (arm), the cannula was found to bent. Symptoms reported include stomach paralysis, vomiting, pain in the mouth and hand and feet numbness. The patient reports they had gone to their endocrinologist where they were treated with saline solution as well as a manual injection of insulin. The patient was at the endocrinologist for 2 hours. The pod will not be returned as it has been discarded.